Event description:
Patient reported; he had a partial knee replacement with stryker orthopedics knee and having problems with it. Swelling with fluids and pain. Fluids were drained but returned. Patient has received shots of cortisone.